Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose dropped to 34 mg/dl. The patient treated with a glucose tab. The customer was also going to eat after he got off of the phone. The customer stated that he had been taking too much insulin. The customer also had issues seeing the screen and wanted a magnifier. No products were returned or replaced at this time.